Manufacturer narrative:
Per tandem user guide: "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Customer alleged that the pump time and date were changed when the reset occurred. During troubleshooting with tandem technical support, it was determined that the pump time and date were adjusted manually. The customer's blood glucose level was 180 mg/dl. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery. Customer corrected the time and date to resolve the issue.